Event description:
It was reported that the lead was capped due to a pacing lead impedance anomaly. The patient condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.